Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element¿ plus drug eluting stent was advanced to treat the unspecified target lesion, however, it was unable to cross the lesion. The physician removed the device from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.